Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Case description: literature-spont report received on 24-oct-2011 from an hcp regarding an approximately (B)(6) year-old male patient, initials unknown, who experienced strangulation ileus and afferent loop syndrome. The title of the literature article from which this report was obtained was not provided. The patient's medical history was not provided. The patient experienced strangulation ileus and afferent loop syndrome, for which he was hospitalized (date not provided). The discharge summary was not provided. Further information is expected. The product lot number was not reported. At the time of this report, the outcome of the patient was unknown.